Manufacturer narrative:
Please note that this device onyx trucor is not marketed in the united states; however, the device is deemed the same as the united states marketed device resolute onyx rx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The lesion being treated was mildly tortuous, severely calcified with 90% stenosis in the mid to proximal left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used during delivery. During the attempt to cross the lesion, the stent encountered significant resistance and could not pass. The lesion was nearly occluded in the proximal to mid lad. During withdrawal, the stent was found to be partially dislodged from the balloon and slightly deformed at both the tip and the mid-portion. The procedure was completed using a non-medtronic stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: resistance was noted during withdrawal of the device but no excessive force was applied. The stent did not fully dislodge from the balloon and was safely removed from the patient using standard procedure techniques. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. The inner shaft appeared stretched. Deformation was observed on the mid stent wraps, with struts raised. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.